Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced multiple hyperglycemic events on (B)(6) 2016 as a result of occlusion issues. The reporter stated that the patient had blood glucose levels of 341 mg/dl, 315 mg/dl, 530 mg/dl and 414 mg/dl with symptoms of urination. The patient did not receive any treatment above and beyond the normal course of diabetes management and remained on the pump following the alleged excursions. The reporter noted that the pump was experiencing occlusion issues which caused a bolus delivery to be cancelled. The remainder of the cancelled bolus was delivered. The reporter stated that the pump's basal rates had been adjusted by the patient's healthcare provider in relation to the alleged issue. During the course of troubleshooting, it was discovered that the patient was not properly using the cartridge. This complaint is being reported because the patient allegedly had a hyperglycemic event as a result of use error of the cartridge.